Manufacturer narrative:
Date of event: used (B)(6) 2021 as the event date was not reported.

Event description:
It was reported that the device was fractured. A 190cm filterwire was selected for use. During the procedure, when the device was inserted, it broke and had to be removed. The device was pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.